Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited a drop in pacing impedance. The lp was repositioned and the impedance measurement would not load. The connection was reset and the implant was completed successfully. There were no patient consequences.